Event description:
It was reported that the insulin pump was not delivering boluses. Customer is stuck in rewind screen. The blood glucose reading is 76 mg/dl. Nurse visited the customer home. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.